Event description:
It was reported to covidien on 05/14/2009 that a customer had an issue with syringe. The customer reports while flushing the patients implanted dialysis catheter, the tip of the luer lock syringe broke off in the catheter. The customer reports that on (B) (6) 2009, the pt was sent to the radiology department in order to retrieve the broken syringe tip. The catheter hub had to be removed and replaced with a new one. On (B) (6) 2009, the pt returned to the hospital with decreased responsiveness related to sepsis. The customer alleges that the source of the sepsis was from the manipulation of the catheter to remove the broken syringe tip. The pt was admitted to the hospital for a catheter infection and treated with IV antibiotics. The pt was later discharged from the hospital on (B) (6) 2009.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.